Manufacturer narrative:
Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The probable cause of the fiber being received with damage/broken could not be determined. The suggested event was confirmed -from the evaluation findings, the connector end is intact with the proximal cap on and no physical defects are visible on the connector. There is a kink in the mid-section of the length of the laser fiber. The distal tip appears intact and unused. Moreover, fiber device history review(s) (DHR(s)) were reviewed and there were no discernible non-conformance reports (ncrs), scrap, or recorded process deviations related to the user request. Per soltive superpulsed laser fiber instructions for use (IFU): "after multiple uses and prior to each use, inspect fibers for potential damage; e.g., kinks, breaks, and verify performance; e.g., flow rate and flexibility. Replace the fiber if required." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an out of box failure to olympus for the single use fiber. The customer stated the fiber was received damaged, broken. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection. The connector end was intact with the proximal cap on and no physical defects were visible on the connector. There was a kink in the mid-section of the length of the laser fiber. The distal tip appeared to be intact and unused. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.